Event description:
Information was received noting that the patient had a full replacement (generator and lead). No other relevant information has been received to date.

Event description:
Patient present with high lead impedance and low output current (0.5ma). No known surgical intervention has occurred to date. No other relevant information has been received to date.